Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 525mg/dl. The customer states they treated with pump. The customer was not able to troubleshoot at the time of call. The customer states they will be contacting their healthcare provider first, and will be calling back at a later time.